Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Patient stated that upon removal of the sensor pod, the sensor wire remained inserted in the skin. Patient removed the sensor wire from her skin. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).